Event description:
Case report from (B)(6) reported as : "(B)(6) 2014 14:30 before implanting relay plus, abdominal angiography was performed, and any vascular dissection or occlusion was not confirmed on an access vessel. The sheath was inserted from the right femoral artery, and then the first relay plus (28-m3 32 155 32 22 90u, lot#: 140903099) was implanted to zone 4 for aortic aneurysm. There was no feeling of stuck during handling, and relay plus was positioned without difficulty. It was positioned as the edge of bare stent was placed before the distal area of aortic arch. There was no problem on procedures. After implanting of relay plus, it was touched up over all with a balloon catheter. At post-implant angiography, type 1a endoleak was confirmed. 15:00 the second relay plus (28-m3 34 145 34 23 90u, lot#: 131226028) was then implanted around the proximal end of first relay plus in order to treat endoleak. It could be inserted without resistance and successfully implanted. The second replay plus was positioned as the only first stent form the tip was protruded from the proximal end of first relay plus. The second relay plus was also touched up with a balloon catheter." "Endoleak was resolved. No angiography was performed around the access point at that point. 15:45 when suturing the puncture site of right femoral artery, vessel damage due to a puncture was confirmed around the access point; therefore, the vessel was anastomosed. When an angiography was performed to check blood flow in peripheral vessels, several vascular dissections were confirmed between the common iliac artery and common femoral vein. 17:00 since dissections ranged widespread, the graft replacement was performed for a vascular prosthesis (s.j.m.: atrium/advanta 8mm x 70cm). 20:15 the graft replacement was finished (from the distal portion of right common iliac artery to distal portion of common femoral artery. An angiography was performed again; there are still some dissections observed on the right common iliac artery, but blood flow to lower limb was confirmed and all operation was completed." Physician's comment: "since this patient has a history of vascular dissection, we somewhat predicted that dissection could occur during this procedure, and had prepared for the graft replacement in advance. However, it is unknown whether the dissection was due to insertion of relay plus or the sheath. Remained vascular dissections on the right common iliac artery will be followed. The possible cause of endoleak: the space was possibly created between relay plus and the vessel because diameter of relay plus could be slightly shrank inside the vessel whose diameter was smaller than relay plus, and this space could be reached to aneurysm area causing type 1a endoleak as a result."

Manufacturer narrative:
Device 2: catalog#: 28m334145342390u, lot#: 131226028, expiration date: 12/15/2016. Analysis of device history records: analysis of the relay plus stent graft system taa packaging assembly DHR, for device with final assembly lot 140903099, shows no discrepancies during the manufacturing process. Taa delivery system final inspection was performed and no discrepancies were noticed. The stent graft inspection results did not detect any discrepancies during the inspection performed. Analysis of the relay plus stent graft system taa packaging assembly DHR, for device with final assembly lot 131226028, shows no discrepancies during the manufacturing process. Taa delivery system final inspection was performed and no discrepancies were noticed. The stent graft inspection results did not detect any discrepancies during the inspection performed. Returned unit investigation: the devices were not returned for investigation. The manufacturing records for both devices did not show any inconsistencies during their processing. An endoleak was reported during the case, which they were able to resolve during the treatment. In terms of what may have caused it, it is unclear whether the actual landing zone of the device was different than its intended location and whether the actual landing zone had calcification or the like, which might have prevented proper sealing. Similarly, it is unclear; hypothesizing the actual landing zone was different from the intended, if the size of the stent-graft was adequate for that section. However, no images were available displaying the actual landing section of the stent-graft. Assuming the landing area matched the intended area, the size selection was acceptable. As mentioned on (B)(4), the patient had a history of vascular dissections. In order to treat the endoleak found with the first device, the physician decided to use a second device. This second device had a larger french size than the first (23 fr vs 22 fr), it is possible that the larger french size may have imposed more stress in the entry vessel which may have led to a dissection. Furthermore, dissections are known adverse events of tevar procedures. Conclusion: in conclusion, the dissections described to have occurred during this case may have been caused by a combination of the patient's history of vascular dissections, the use of a larger device (french size) the second time around the wiring and manipulations involved in typical tevar procedure. However, the exact root cause of the failure could not be determined.